Event description:
In 2008, the patient stated that the plunger remained attached to the piston rod in the cartridge chamber of her insulin infusion device. She stated she was changing the insulin cartridge and placed her newly filled cartridge in the device with the protective cap on the end. She said she did not attach the tubing to the end of her cartridge. When she tried to pull the cap off the cartridge, the cartridge came out and insulin spilled into the cartridge chamber. She said she cleaned out all the insulin with a tissue. Proper insertion and removal of the insulin cartridge from the chamber was reviewed with the patient. On follow up with the patient, she stated her device is properly working and she has had no further moisture inside the device. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.